Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly and met all specifications. The root cause could not be determined as engineering was unable to replicate the incident. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Latg - "this is a complaint from the market. (B)(4). A black rubber fragment was found in the abdominal cavity after transection of esophagogastric junction. Procedure: latg. Instruments used in the procedure: ethicon stapler powered echlon, olympus video-scope endoeye flex ltf-190-10-3d, forceps, and gauze. The user facility returned all trocars used in the procedure as they could not identify the source of the fragment. Returned trocars: c0r47 (1), cfr47 (2), and cfr03 (2). This complaint sheet is for the c0r47. Please refer to the complaint sheets (B)(4) for the other trocars. One c0r47 was returned to (B)(4) and visually inspected: no missing portion was found with the septum; the balloon tubing on the sleeve was slightly lifted. The unit will be returned to amr for further evaluation. (B)(4)." Patient status- "no patient injury".